Manufacturer narrative:
Batch review performed on 20 march 2025. Lot 2314695: (B)(4) items manufactured and released on 20/07/2023. Expiration date: 05/07/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery was performed about 9 months after the primary surgery due to infection. Between the primary and the revision surgery, the patient slipped while on holidays in italy, where the doctor in the (B)(6) hospital performed a joint aspirate.